Event description:
It was reported that while in use the m300 discharged the patient without user intervention and the user was unable to readmit the patient although the m300 battery icon indicated the m300 battery was fully charged. The m300 was removed from use and there was no patient injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.